Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the tubing came out from the catheter during night and it occurred several times. No further information available.